Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2020-00507. It was reported the patient had high impedances on their leads. In turn, programming was unable to resolve the issue. It was noted the patient fell twice, but does not remember if it was before they lost their therapy. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.